Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report that the e-100 has a yellow error light. Prior to calling in, csr had the customer move the instrument to the integrated electrosurgical unit (iesu) erbe generator to continue. The csr power cycled, and hard power cycled the e-100, but the issue remained. The tse had csr verify connections of e-100 and again power cycle, but e-100 immediately errored on power up. The customer continued the procedure by using the erbe generator. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer to obtain additional information; however, the customer could not provide any patient demographics information or further details.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and the fse replaced the e-100 generator to correct the reported problem. The system was tested and verified as ready for use. Isi did receive the e-100 generator and performed the failure analysis. During failure analysis, the e-100 was installed onto the test system, and it worked fine with vessel seal instrument installed. The vessel seal extend instrument's jaws was used in a saline dipped gauze and fired by pressing yellow pedal/sync activations and cut/seal about 100 times and e-100 generator worked fine without any issue. The visual inspection shows no physical damage. The complaint was not confirmed based on failure analysis but was confirmed on field evaluation.